Event description:
It was reported the patient no longer had stimulation in the left leg. X-rays determined the lead had migrated off to one side. It was reported reprogramming was unable to regain the same stimulation coverage. The physician and the patient were to discuss a potential surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.